Event description:
My inr test strips were recalled only after I had been using them since july, my inr was running high. Dr had me stop warfarin for 3 days to get my inr back into the 2's, I dropped to 1.4 allowing clots to form and increase in size. Tomorrow I am having cath surgery with the possibility of stents being placed. This should never have happened as roche knew of the problem as far back as august. (B)(6).